Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 10/31/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 120 mg/dl or undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the hallway. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 99 and 107 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer does not have hyperglycemic and hypoglycemic symptoms at this time. Customer does not need medical attention. Customer is complaining of low results.